Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. The patient reported what sounded like a poor communication screen. Patient stated they thought it mean they had a low battery. Patient stated the recharger was connected to the neurostimulator (ins) and was actively charging the ins. Per patient, the recharger (insr) screen showed stimulation was off, audio off, insr battery full, ins battery flashing 0-25% and full coupling. Patient connected to the patient programmer (pp) and saw info charge ins screen. Patient was able to bypass this screen and enter MRI mode. Patient services reviewed that the pp and insr appeared to be functioning normally. Troubleshooting resolved reported issues. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the rep met with the patient today for a successful, routine reprogramming. Patient's weight was reported to be (B)(6). All impedances and system operations were normal.